Event description:
It was reported that the patient had pain at the generator pocket site, including tenderness with palpation. A pocket revision was performed and the patient outcome was reported as resolved with sequelae, mild tenderness at generator pocket site. The severity was reported as mild and no sade (serious adverse device effects).

Manufacturer narrative:
(B)(4)

Event description:
Additional information reported the event was resolved without sequelae on (B)(6) 2010.

Manufacturer narrative:
Product ID, 3778-45 lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted: product type lead product ID, 3778-45 lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted: product type lead product ID, 37743 lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted: product type programmer, patient product ID, 3708160 lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted: product type extension product ID, 3708160 lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted: product type extension. (B)(4).

Event description:
Additional information received reported that despite having a pocket revision, the patient continued to state he was having generator pocket tenderness. It was reported that the pain at the generator pocket site was secondary to seroma.